Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was reading inaccurately high compared to another device (brand not reported). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began in the morning of (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿442 mg/dl¿ with the subject meter and ¿142 mg/dl¿ on the other device, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient manages his diabetes with insulin (novolog, based on a sliding scale and lantus, 35 units at bedtime) and he advised that in response to the alleged elevated reading obtained on the subject device, her administered an unspecified dose of insulin. The patient reported that approximately one later, he developed the symptom of ¿shakiness¿ which he self-treated with food and/or drink at approximately 10:30 a.m., on (B)(6) 2017. The patient reported on an unspecified date and time, his blood glucose was measured at ¿143 mg/dl¿ on a doctor¿s/clinic device (brand not reported). At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject device, that the patient was following the correct testing procedure and that an approved sample site was used to obtain the results. The csr established that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. It was also noted by the csr that the patient was unable and/or unwilling to walk through a control solution test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs suggestive of a serious injury adverse event after administering insulin based on the alleged elevated blood glucose readings obtained on the subject device.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.